Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
On (B)(6) 2015, the device was implanted via v-p shunt to a patient with inph ((B)(6) male). The initial pressure setting was 100mmh2o. After implantation the patient had a headache and ventricular reduction was noted, so the setting was changed to 180mmh2o and finally to 200mmh2o. On (B)(6) 2015, although slit ventricle was confirmed by CT scan, the patient's condition was stable. On (B)(6) 2016, the patient showed symptoms of dementia and ventricular enlargement was noted by CT scan. The setting was lowered to 180mmh2o. (B)(6) 2016, slit ventricle was noted through contrast radiography. The situation did not change after flashing. On (B)(6) 2016, the surgeon removed the shunt system and kept monitoring the patient. Soon after the removal, the patient had fever and ventricular enlargement was confirmed by CT scan. On (B)(6) 2016, emergency surgery was conducted and the same new device at 180mmh2o was re-implanted, and the patient's condition has improved. The surgeon requests to clarify as soon as possible whether this problem was caused by valve or patient.